Event description:
The customer stated that while testing with the architect analyzer, one patient sample generated discrepant sodium results as follows: 133, 133, 119, 133, 134 meq/l. A result of 135 meq/l was generated when the sample was tested with a second instrument. The normal range for the sodium parameter used by the customer is (134-143). No impact to patient management was reported. The issue was resolved after replacing the ict probe and module.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The generation of discrepant sodium results on (B)(6) could not be confirmed because the available result log did not capture the event date. A review of na qc data generated by the suspect ict module between (B)(6) revealed acceptable precision. To resolve the issues reported on (B)(6) the customer installed and calibrated a new sample and installed and calibrated a new ict module. However, the logs show additional inconsistent na qc results which indicates replacing the sample probe and suspect ict module may not have completely resolved the issue. The history log shows error 3375 was generated 20 times between v which may support on going sample integrity issues. No similar complaints have been received against ict module lot 130220. The sample probe lot was not available to perform a search by lot. A review of ict module and sample probe complaint and trending data did not identify an adverse trend. Based on the evaluation results, no malfunction or product deficiency were identified to be related to this issue.